Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary/bowel problems, organ recurrence, bleeding, and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that patient underwent robotic laparoscopic exploration with extensive enterolysis of adhesions and excision of mesh on (B)(6) 2012 due to mesh erosion.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.